Manufacturer narrative:
(B)(4). The complaint cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that an opt316 optiflow junior nasal cannula disconnected and caused red marks on the patient's back. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was returned to fisher & paykel healthcare in new zealand for investigation where it was visually inspected. Results: visual inspection of the complaint cannula confirmed that the right tube was pulled out of the swivel grip. A section of the tube was also stretched. Conclusion: the damage to the cannula is likely to have been caused by excessive pulling force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.

Event description:
A hospital in the UK reported that an opt316 optiflow junior nasal cannula disconnected and caused red marks on the patient's back. It was further reported by the hospital that the red mark on the patient's back had cleared by the time the patient was discharged.there was no further patient consequence reported.